Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, lens remains implanted. Initial reportertelephone number: (B)(6). Device evaluation: the lens was not returned for evaluation as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified. Therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens (iol) implantation surgery the surgeon observed a posterior optic staining on two iols, which he implanted consecutively in 2 different patients. The surgeon believes it was possibly due to a build-up of blood and viscoelastic in the posterior of the lens. The surgeon however is not sure whether this staining resulted from the lens or the non-johnson & johnson viscoelastic used. No further information was provided.

Manufacturer narrative:
Additional information: we learned through follow-up that the build-up was not removed. The surgeon believes it will likely be flushed out naturally. There was no significant delay to the procedure and the patient outcome is unknown. No further information was provided. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.